Manufacturer narrative:
The customer exchanged the footswitch and will return the replaced footswitch for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A surgical supervisor reported the foot pedal did not work during surgery. The reported event occurred at the beginning of the case while the surgeon was in cautery mode. A system message was displayed resulting in the surgery not being completed and three additional surgeries were cancelled. There was no pt harm reported.